Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. It is reported that this issue occurred to the product evaluation sample. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.

Event description:
Information received via complaint form is indicated as follows: sales representative stated that the port (kombikom) that connects to the bladder catheter was detached.